Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The data was analyzed and inquisito may suggest that the patient removed the dexcom cgm before being transported to the medical facility. Multiple attempts to clarify exact dates and a clear timeline were unsuccessful. The patient's parent noticed the patient did not look good. The patient did not recall the exact reading on the cgm. But they alleged it showed a very low value. The patient took a bg reading which was 28.9 mmol/l. The patient experienced symptoms suggested diabetic ketoacidosis. They called an ambulance. They did not take any other reading on the cgm. The patient was transported by ambulance and admitted to hospital. The patient did not use the cgm while in the hospital. The patient was diagnosed and treated for ketoacidosis with IV fluids and IV insulin. He was discharged on the third day. At the time of the report the patient was fine. No other details were documented data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.